Event description:
Revision surgery- the cup was loose. The surgeon decided to exchange all parts except the stem.

Manufacturer narrative:
The reason for this revision surgery was to remedy a loose acetabular cup after an unknown duration in-vivo. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records and the product complaint report history could not be reviewed due to missing information regarding the part and lot numbers. The root cause for the loose acetabular cup was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.